Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the femoral and poly wear of the insert.